Event description:
Device report received from (B)(6), indicates a patient, implanted with a pfna nail on an unknown date was returned to the operating room for removal of a broken pfna nail. Reportedly the nail broke at the distal locking hole. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.